Manufacturer narrative:
The customer did not supply the patient's weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining reactive igg antibodies to toxoplasma gondii (access toxo igg) results for one patient sample on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample one (1) additional time on the same unicel dxi 800 access immunoassay system and obtained a lower non-reactive result. The sample was also tested on the biomerieux vidas toxo igg assay and generated a discordant non-reactive result. The reactive access toxo igg result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a becton dickinson gel tube and was centrifuged at 2,000g (g-force) for ten (10) minutes at 20 degrees celsius. No issues with sample integrity were reported by the customer.